Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a rhinoplasty procedure. The suture was unintentionally tied in a knot. The suture was broken. Therefore, the surgeon wanted to bind again and make it tight, but it was broken while binding. In order to resolve the issue and complete the case, replaced with a new suture which was used without issue. There was no patient harm. The patient outcome is alive, no injury.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The suture was tied up but it was opened by itself. Therefore, the surgeon wanted to bind again and make it tight, but it was broken while binding. In order to resolve the issue and complete the case, the surgeon replaced the device with a new suture which was used without issue. There was no patient harm. The patient outcome is alive, no injury.